Event description:
Customer's pump driver block was moving freely across the lead screw on the locked position. It was denied that the device was dropped or bumped. High bgs were treated with manual injections.